Manufacturer narrative:
Returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. The ams800 control pump was visually and microscopically examined, and functionally tested. No leak was found. The device performed within product specifications. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 50.4 cmh20. It did not perform within the product specifications (61-70 cmh20). A review of the fmea, and the dfu indicate urinary incontinence and erosion are expected adverse events. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced erosion with the ams 800 artificial urinary sphincter (aus) and location of the erosion is unknown. The entire aus was removed and no device reimplanted. The patient condition following procedure was stable. Additional information received stated that the erosion occurred in the bulbous urethra, directly under the cuff due to pressure. The patient is healthy and incontinent.

Event description:
It was reported that the patient experienced erosion with the ams 800 artificial urinary sphincter (aus) and location of the erosion is unknown. The entire aus was removed and no device reimplanted. The patient condition following procedure was stable. Additional information received stated that the erosion occurred in the bulbous urethra, directly under the cuff due to pressure. The patient is healthy and incontinent.